Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was a loose label printer usb connection from printer to port location. A field service engineer reseated all loose usb connection, labels in queue printed without any issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system zebra printer had an issue. The customer stated that there was a delay in patient care workflow. There were no adverse events or injuries reported based on this event.